Event description:
On (B)(6) 2010, the pt underwent surgery with the g3 nail and u-lag screw. On (B)(6) 2010, the surgeon found through the x-ray that the lag screw had been cut out of the femoral head and the point of u-lag screw reached acetabular roof. The pt underwent the removing surgery of the lag screw and a tha revision surgery on (B)(6) 2010.

Manufacturer narrative:
Na